Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "the wire split into two separate parts". Additional information clarified the separation was found when the user unpacked the product. They had not used the device yet. Subsequently, the device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#1900120794(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated guide wire was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a separated guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the wire split into two separate parts". Additional information clarified the separation was found when the user unpacked the product. They had not used the device yet. Subsequently, the device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".